Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the lead was returned with no reported event. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection of the partial lead found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath proximal to suture sleeve tie impression. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.